Event description:
It was reported that during a fistulogram procedure, a catheter break occurred. Venous access was gained with the 6fr non-bsc sheath. The fistulogram was located in the right arm. The 4 x 5.3 x 75mm ultrathin diamond balloon catheter was inserted and inflated in 3 different locations to 12 atms each. Upon removal, the balloon became stuck in the sheath. Upon additional attempts to remove the catheter from the sheath "with slightly more pressure" the balloon broke off at the proximal connection point to the catheter. The balloon, sheath and guide wire were removed as a unit. No patient complications were reported, and patient status was fine.

Manufacturer narrative:
Device evaluated by MFR: visual and tactile of the returned device revealed the shaft was broken. The break had occurred at the proximal balloon sleeve. The shaft was severely stretched for a distance of 3mm at the break site. It was noted that approximately 6mm of the distal portion of the device with the balloon attached was exiting a non-bsc introducer sheath (size unknown). A 0.035inch guidewire was still inside the device. The portion of shaft with the balloon attached was removed from the sheath. It was noted that the distal end of the balloon material was not correctly wrapped. The balloon was covered with blood. No other damage was noted on the remainder of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a fistulogram procedure, a catheter break occurred. Venous access was gained with the 6fr non-bsc sheath. The fistulogram was located in the right arm. The 4 x 5.3 x 75mm ultrathin diamond balloon catheter was inserted and inflated in 3 different locations to 12 atms each. Upon removal, the balloon became stuck in the sheath. Upon additional attempts to remove the catheter from the sheath "with slightly more pressure" the balloon broke off at the proximal connection point to the catheter. The balloon, sheath and guide wire were removed as a unit. No patient complications were reported, and patient status was fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).